Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at his scs lead anchor site. Reportedly, the patient has had significant weight loss. Surgical intervention may be taken to address the issue. Device information is undetermined at this time.